Event description:
The customer reported differences in their sensor glucose readings versus their blood glucose readings. Sensor glucose reading 43, blood glucose reading 85mg/dl. It was also reported that the customer's insulin pump went into threshold suspend. Troubleshooting occurred. No additional information was provided

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Reliability analysis inspected four opened/used sensors and performed testing. One of four sensors failed with low readings. The three remaining sensors passed per specification with accurate readings.